Manufacturer narrative:
Not applicable. Device evaluation of monitor has been completed. The reported problem (residue or contamination) has been confirmed. Upon investigation the monitor was contaminated. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor has residue or contamination. A us distributor contacted zoll to report that a patient developed an open wound the lifevest equipment. Patient described while walking down the stairs the monitor slid off their shoulder and got tangled in their legs leading to the patient falling down the stairs and cutting open and injuring their head. The patient¿s physician stapled the open wound closed and provided wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound the lifevest equipment. Patient described while walking down the stairs the monitor slid off their shoulder and got tangled in their legs leading to the patient falling down the stairs and cutting open and injuring their head. The patient¿s physician stapled the open wound closed and provided wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.